Manufacturer narrative:
Concomitant medical products: product ID: neu_ens_stimulator, serial# unknown, implanted: (B)(6) 2014, product type: external neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 3889-28, lot# va0pkc1, product type: lead. (B)(4).

Event description:
The consumer reported a lack of stimulation and the implantable neurostimulator (ins) had not been working for several months. No matter what programs or settings were used, the consumer could not get any stimulation with it. A trial lead was put in to see if there was a good spot for it, then one of the leads will be taken out and a new lead put in next week. However, since having the trial put in on (B)(6) 2015, the patient had not felt stimulation. After the procedure, there was a lot of soreness because they put so many different locations in to try to get some stimulation. Settings were increased but the patient still could not feel anything. Cause, additional actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. Indication for use included gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported loss of therapeutic effect; the therapy only worked initially for about a month and a half and then they were no longer able to manipulate/program it in order to stimulate the nerve or get it to work so they left it in there.